Event description:
It was reported that patient was experiencing inadequate stimulation and increased symptoms of dyskinesia, trouble walking and loss of taste and appetite. The patient had his stimulation reduced by .5 ma and physician adjusted his medication. Patient was doing well after adjustments were made.